Manufacturer narrative:
Exemption e2015054. (B)(4). The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes " 1 " malfunction event which is associated with comprising material(s) being pulled apart or into pieces by force, wrenching, or laceration. Patient information was not confirmed for the event.